Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the electrode took off top layer of the skin leaving behind a 2.5x2.5 cm lesion oozing green fluid. Per additional information received, initial care of a saline clean and a comfeel covering was given. The pediatrician prescribed bactroban ointment in the hospital and the baby went homed fully healed. There was no medical procedure for the skin lesion. The duration of use of the electrode was for about 2 days.